Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were degenerative disc disease/herniated disc pain and non-malignant pain. The patient reported a code on their ptm (personal therapy manager). Per the reporter the patient reported there was some sort of ¿alarm¿ message on the ptm (personal therapy manager) but didn't indicate it showed up as a code. It was reviewed that alarms messages should show up as a 4 digit code. It was suggested having the patient check again, take a picture of it, compare it to his manual if possible. The company representative would be seeing the patient tomorrow (B)(6) 2017 at the healthcare provider as he would be coming in for a refill and would clarify/troubleshoot then. There were no patient symptoms and no further complications reported. Additional information received reported the patient¿s pump was interrogated yesterday (B)(6) 2017 and the low reservoir alarm had gone off. No codes or reading from the logs were unusual or indicted the pump was not functioning properly. Additional information received from the hcp via the representative reported the patient¿s pump was interrogated yesterday ((B)(6) 2017) during refill, and the low reservoir alarm had occurred. The pump at the time of the reading showed 0.1 ml left. Drug was ordered by the physician and was not delivered. The patient had 0.1 ml remaining in the pump at roughly 13:30 on (B)(6) 2017. The physician was concerned that the pump low reservoir date was incorrectly calculated from the pump. The physician had noted the low reservoir date to be (B)(6) 2017 . The physician believed the functionality of the pump was incorrect. The pump logs did not show any abnormalities, and the ptm did not display any codes. The patient was in the emergency room on the evening of (B)(6) 2017. According to office staff and was being refilled on (B)(6) 2017. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient status at the time of report was alive ¿ no injury. Additional information was received from the heathcare provider via a manufacturer representative on (B)(6) 2017. It was reported that no cause, other than the pump running, was found to determine why the pump ran out of drug abnormally quick.